Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected. It was also reported that the right ventricular (rv) lead started showing high thresholds. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.